Event description:
The customer reported that the device would not re-open while applied to tissue. To remove the device from the tissue, the surgeon ligated the tissue with clips and then used surgical scissors to resect the tissue directly adjacent to the jaws of the device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site was indicated that the incident sample will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.